Event description:
It was reported that the mobile power unit (mpu) was failing the surge test 2kvl-pe&l-n coupling 5s and 6s. The device was turning off.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D1-d4: product information corrected. G1: manufacturing site corrected. H6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the centrimag console not passing surge testing was confirmed during functional evaluation of the returned product. The returned centrimag console (serial number (B)(6)) was received at the service center, and the console did not withstand surge testing of up to 2.0 kv. The unit will be held by the service center until parts become available for rework. The root cause for the reported event was determined to be related to the ac/dc power supply. A corrective action was initiated for this issue, and this centrimag console was manufactured prior to the implementation of this corrective action. The device history records were reviewed for the centrimag 2nd generation console and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.4 ¿ "appendix IV ¿ electromagnetic immunity¿ covers the electromagnetic immunity tests, test levels, compliance levels, and electromagnetic environment guidance. No further information was provided. The manufacturer is closing the file on this event.